Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine,7500 mg/ml at unknown dose and hydromorphone7200 mg/ml at 1151.5 mg/day via an implantable pump for non-malignant pain. It was reported that they replaced the pump due to normal longevity but were unable to aspirate the catheter so they replaced it with an 8780 and removed 20.8 cm from the distal portion. It was confirmed the new catheter volume was 0.206 ml. The hcp wanted to deliver a 50 mcg/bolus. It was confirmed that the total prime volume with therapeutic bolus was 0.351 ml. No symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the cause of the inability to aspirate the catheter was that the 22g huber needle was clogged. A new refill kit with a new 22g huber needle was used. The event was resolved and was able to aspirate full contents of the pump and refill with meds. The patient's weight was provided.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# n184103003 serial# implanted: (B)(6) 2009 explanted: product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2003 explanted: product type catheter product ID neu_refillneedle lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the needle had come with the new pump.

Event description:
Information was received from a manufacturer representative regarding an implantable pump. It was reported that the patient was being implanted with a new pump and only 1ml was able to be aspirated out of the pump. 37.5ml was expected. Upon the initial report, it confirmed that the syringe and needle were not occluded. It was noted that another pump was available to be implanted if needed. It was later reported that the issue was resolved. The huber needle had a particle that clogged the sterile water in the reservoir from being aspirated. The needle lumen was unclogged and the sterile water from the pump reservoir was able to be aspirated. The pump was implanted. Additional information received from a company representative (rep) reported the patients weight was unknown and the huber needle came out of a 40 ml synchro med box. The reason for the pump replacement had been the early replacement indicator. The huber needle was reported to be discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot#: n184103003, implanted: 2009 (B)(6), product type: catheter. Product ID: 8709, serial#: (B)(6), implanted: 2003 (B)(6), product type: catheter. Product ID: neu_refillneedle, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.